Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called to report the discovery of a fluid leak. There was an air detected in cassette warning in drain 1 of pd treatment. Fluid was seen coming out of the back film of the cassette. A review of the patient¿s treatment records identified that the patient drained 2818 ml during drain 1 of the treatment. This drain volume is 187% of the patient's fill volume of 1505 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient was verified knowing how to do manual treatments. A new cycler was issued to the patient. Patient was advised to notify pd nurse informing them of the overfill and fluid leak events. In a follow up, the patient's pd nurse verified the fluid leak and overfill events. There was no harm, intervention or adverse events due to the events. The patient knew how to do manual treatments and was able to do them in the absence of a cycler. A new cycler was received by the patient. The cycler set is not available to return.